Manufacturer narrative:
Philips service replaced the mpd control board and restored the device to normal use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fd20 failed to boot; mpd control board issue identified on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.